Manufacturer narrative:
(B)(4). Voluntary medwatch report number - mw5171110.

Event description:
A voluntary medwatch report was received on 6/17/2025. It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.